Event description:
New box of nitrile gloves opened and gloves have some type of foreign substance on them . Rn stated she removed over a dozen gloves form the box that were contaminated and then sequestered the box and notified department manager.